Manufacturer narrative:
(B)(4). Date sent: 5/25/2016. Batch # = m93h09. The analysis found that the mcm20 device was received with the jaws bent. Due to returned condition of the device nonfunctional testing could be performed to evaluate the event reported. In addition, 18 clips were inside clip track. Possible causes for the jaw condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that during a hepatectomy procedure, during the intervention, the device didn't clip and cut the vessel (hepatic artery and suprahepatic). The clip was removed and was necessary to activate hemostasis due to leakage. It is unknown how the procedure was completed.